Event description:
It was reported that during a total laparoscopic hysterectomy/ bso procedure, approximately an hour and a half into the case, and following regular use of the device, the device was placed in the quiver. When it was next removed and used it worked without any issues but the surgeon then removed the device from the port to inspect the jaws and commented that it looked as if part of the bottom jaw was coming away. The generator gave no error tones. A new shear was opened. No patient consequences reported. Patient condition was stable.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.